Event description:
On (B)(6) 2025, a 62-years-old male patient underwent a valvuloplasty procedure in the right common femoral artery using true balloon. During the procedure, it was reported the balloon was allegedly ruptured. It was further reported that it could not be pulled through the sheath. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical record was provided and reviewed. The attempt was successful in cracking the surgical stent with the balloon inflated. The gradients by echocardiogram were acceptable at that point with velocities. The valvuloplasty balloon did rupture at that point. It could not be pulled through the sheath and so the sheath and balloon were removed as a unit over the confida wire. Therefore, the investigation is confirmed for the reported balloon rupture and sheath removal difficulties. The investigation is confirmed for the identified improper and incorrect procedure as the device was used to crack the stent. The presence of stents at the treatment site could have caused the balloon rupture. However, a definitive root cause for the reported balloon rupture and sheath removal difficulty could not be determined based upon the provided information. Per the IFU, the true¿ dilatation balloon valvuloplasty catheter is intended to dilate a stenotic aortic valve through balloon aortic valvuloplasty (bav). Per the reported event, the device was used to crack the stent. Therefore, the definitive root cause was determined to be use-related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Per baw1357600 rev. 3, intended purpose: "the true¿ dilatation balloon valvuloplasty catheter is intended to dilate a stenotic aortic valve through balloon aortic valvuloplasty (bav)". Per the reported event the device was used to crack the stent. This is therefore against the instruction for use (IFU) and considered a use related issue. G3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 62-years-old male patient underwent a valvuloplasty procedure in the right common femoral artery using true balloon. During the procedure, it was reported the balloon was allegedly ruptured. It was further reported that it could not be pulled through the sheath. The procedure was completed using another balloon. There was no reported patient injury.